Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/21/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device 7585488 number, and no non-conformances were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a 400cc mentor memorygel breast implant. Now this patient presented with bilateral capsular contracture; baker grade IV. As a result, the device was explanted on (B)(6) 2019. This report contains supplemental information for mentor asr/psr reference number (B)(4).